Event description:
During lap appendectomy procedure, the speciment retrieval bag was deployed and opened but it wouldn't close. On the second attempt to close it, the metal prong flipped opened. No patient consequence.